Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff removed on (B)(6) 2018 due to recurring incontinence. A new 4.0cm cuff was implanted at the surgery.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff removed on (B)(6) 2018 due to recurring incontinence. A new 4.0cm cuff was implanted at the surgery. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.